Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on her current pump and now she has a failed battery test alarm on the back-up pump. Troubleshooting was performed and the customer did not receive a failed battery test after inserting a new battery into the pump. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The battery out limit was cleared and the customer was advised to monitor the pump.